Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of connection issue was confirmed. The olympus service technician observed a worn out scope socket and slider switch. Light intensity output measured out of range. Non olympus lamp in use. Replaced listed parts. The most likely cause is contributed to wear and tear problem. No further information was reported.

Event description:
The customer reported to olympus a connection issue. There was no patient injury reported.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. Updates to sections h4 and h6. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause was failure of the light guide connector or the connection detection circuit.